Event description:
It is reported that the pt was revised due to scapular notching. The baseplate peg and screw broke.

Manufacturer narrative:
A preoperative x-ray indicated that the superior screw fractured as well as the trabecular metal end of the post on the baseplate. Operative notes were not provided and the supplied x-ray cannot confirm placement of the glenosphere. It is possible that placement of the baseplate contributed to the reported scapular notching. As the notching progressed the amount of bone between the inferior screw and anatomical humeral cup decreased until contact between the two devices occurred. The decreasing amount of bone could have weakened joint construct until the superior screw and tm post fractured. However, with the supplied info exact cause could not be determined at this time. The baseplate's taper has wear on it that would indicate a circumferential well seated glenosphere. Device history records indicate all components were manufactured and inspected to specification.